Event description:
Customer reported a button error on her insulin pump. The up button is stuck and the numbers are scrolling. Customer's blood glucose is 120 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window, cracked case near the display window. All the buttons did function properly. However moisture damage was noted on the keypad traces.